Event description:
It was reported that through remote transmission that episodes of non-sustained rv oversensing due to noise causing inhibition of pacing was observed. The patient presented to the hospital with presyncope. The noise was reproduced with isometrics. Programming changes were made and the oversensing was resolved. Further testing was recommended. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).